Manufacturer narrative:
The product was shipped from the manufacturing site 02/04/2009. A follow up report will be submitted when the investigation is complete.

Event description:
The hospital reported a nurse turned on the monitor in preparation of pt arrival, observed smoke coming from the back of the unit, immediately turned unit off and unplugged it. A pt was not connected to the monitor at the time.